Event description:
Reference MFR report number: 3006705815-2019-01390. Additional information was received that the scs system was explanted.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-01390. It was reported the patient experienced ineffective therapy after a fall. X-rays confirmed that leads did not migrate. Diagnostic testing revealed that the impedances were within normal range. Reprogramming was unable to resolve the issue. As a result, surgical intervention may take place to address the issue.